Event description:
Information received with return of the explanted device notes that the patient presented to the emergency room with dyspnea and bradycardia. While being transferred to the operating table, the patient had a period of prolonged asystole as a result of pacemaker system failure. The patient was treated with isoprenaline and external temporary pacing.